Manufacturer narrative:
(B)(4). Concomitant medical product: freedom constrained head, catalog #: 11-107017, lot #: 299220; freedom all poly cup, catalog #: 11-107126, lot #: 613740; arcos con sz e standard, catalog #: 11-301305, lot #: 879220; arcos spl taper, catalog #: 11-301018, lot #: 759550; cocr troch cable, catalog #: 120002, lot #: 191200; cocr troch cable, catalog #: 120002, lot #: 329360; cocr troch cable, catalog #: 120002, lot #: 673030; cocr cable sleeve, catalog #: 120005, lot #: 005020; cocr cable sleeve, catalog #: 120005, lot #: 960910; cocr cable sleeve, catalog #: 120005, lot #: 029390. It is unknown if product will be returned to zimmer biomet for investigation. If product is returned, a follow-up report will be submitted accordingly. Reported event was unable to be confirmed due to limited information received. Device history record (DHR) was reviewed with no deviations identified. Root cause could not be determined with information available. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09336, 0001825034-2018-09338, 0001825034-2018-09339, 0001825034-2018-09340, 0001825034-2018-10947, 0001825034-2018-10948, 0001825034-2018-10949, 0001825034-2018-10952, 0001825034-2018-10950, 0001825034-2018-10951. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to infection five months post-implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.